Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the battery gauge was fluctuating. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy.